Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). There are three potential catalog numbers: 2c6254, 2c6255, or 2c6256. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set kinked during infusion. This restricted flow and made it difficult to administer medication. There was no patient injury or medical intervention associated with this event. No additional information is available